Event description:
Patient developed symptoms of hypersensitivity after collagen injection. Reporter indicates patient may have had past reactions which were never diagnosed as hypersensitivity. Physician has treated patient with oral prednisone.